Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that, the cs40b staple line did not form during a lar procedure. They performed a colostomy to finish the case.